Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic occlusion test due to force sensor resistor, damage by moisture. The device had cracked case at display window corners, cracked battery tube threads, minor scratched display window, broken reservoir tube lip, and peeling keypad overlay.

Event description:
It was reported that the customer had high blood glucose levels of 397 mg/dl. The customer reported a compromised force sensor system error from the insulin pump. The customer also reported that insulin was squirting out during manual priming from the insulin pump. Troubleshooting was done. The customer reported that the drive support cap of the insulin pump appeared to be normal. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).